Event description:
Her option cryoablation, had numerous problems with tip heater errors (over current, e300), but were able to be completed. Additional information received indicated the patient was admitted into the hospital on (B) (6) 2005 and had to have an emergency hysterectomy due to infection. Patient is in intensive care unit and is not doing well. No further information has been provided.

Manufacturer narrative:
Upon arrival, gmc press=53, pcc press=75, passed precool. Thermal switch on front handle came unglued and is shorting causing an e-300. Blown f2 fuse on mcu board. Mcu board was replaced and thermal switch was re-glued. Min service work needed was performed. System passed all performance-tests.